Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching, rash, and eczema had occurred while wearing the pod. The patient's specialist doctor investigated the issue and confirmed the rash was due to allergic contact dermatitis. The patient is reportedly allergic to rosin substances. The patient applies cortisone cream at the site for treatment.